Manufacturer narrative:
(B)(4). On brk needle was returned for evaluation with the wave spring handle/valve assembly attached. The stylet was not returned. Visual inspection revealed the handle and wave spring were attached. However, the wave spring was incorrectly attached (backward) which secured the handle. The incorrectly attached wave spring was removed and attached in the correct position, which then secured the wave spring. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address wave spring detachments.

Event description:
It was reported during a transseptal procedure with a brk needle, after the physician had punctured the septum he attempted to inject contrast to confirm his position in the la. When doing so, the valve loosened and fell off the proximal end of the needle. The needle was removed from the patient, inspected and noted that the wave spring had detached causing the valve to loosen. The nurse reattached the wave spring and valve assembly so they could package all parts together for return to st. Jude medical. Another needle from the same model number was used to continue the procedure with no consequences to the patient.